Manufacturer narrative:
Follow-up # 1 date of submission 04/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following results:a review of the black box showed a loss of prime warning associated with low non-zero force. The pump was able to be primed and exercised with no alarms. The force sensor was found to be in calibration. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump had been emitting loss of prime warnings over the past three months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.